Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 1. 120 mg/dl, 85 mg/dl, 38 mg/dl, and 44 mg/dl 2. 70 mg/dl and 174 mg/dl sets of readings were taken at different times. Customer stated that he ate a watermelon in between tests. No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.